Event description:
The string fell out with ease and completely detached from tampon [device breakage] the string fell out with ease and completely detached from tampon; doctor removed it [foreign body in reproductive tract] case narrative: on 06-feb-2024, a spontaneous report was received from a consumer regarding a female of unreported age who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as used for years, relative to 06-feb-2024), the consumer started use of playtex sport plastic, unscented. On (B)(6) 2024, (reported as this morning), after inserting the product, when the patient went to change the tampon, the string fell out with ease and completely detached from the tampon. As a result, she waited in the emergency room and after 9 hours of waiting, the tampon was found with no string attached after the doctor removed it. As of 06-feb-2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer's lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.